Manufacturer narrative:
Continuation of d10: product ID 39565-30 serial# (B)(6) implanted: (B)(6) 2008 product type lead product ID 3708160 serial# (B)(6) implanted: (B)(6) 2008 product type extension product ID 3708160 lot# serial# (B)(6) implanted: (B)(6) 2008 product type extension section d information references the main component of the system. Other relevant device(s) are: product ID: 39565-30, serial/lot #: (B)(6), ubd: 02-jun-2012, UDI#: (B)(4) ; product ID: 3708160, serial/lot #: (B)(6), ubd: 13-may-2012, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins). Caller states the patient reported that they had a cyst removed in january, at which time their "pain stim wires were cut during surgery". Since this surgery, the patient has had intermittent numbness and tingling down her legs, which she is now in the ER for. Caller also states the patient's chart lists right leg numbness and tingling with pain to the right groin and vaginal area. Caller states the patient has been in the ER for 15 hours and needs a lumbar MRI for possible spinal damage. Ts advised caller (two calls) to verify with the physician or through imaging what was cut and if it was in fact cut, or if it was fractured. Caller did not know who the physician was, but states the patient may transfer to a different facility where the surgeon who implanted the device works. C aller plans to follow up with imaging to determine what was cut, and how it was cut.